Event description:
It was reported that this patient was brought to the hospital after a fall due to syncope with bradycardia close to 20 beats per minute (bpm). A temporary lead was placed because the patient was dependent. Upon interrogation of the implanted pacemaker, it was found that there was a lead safety switch (lss) from the bipolar to unipolar sensing configuration due to right ventricular (rv) lead pacing impedances greater than 3000 ohms. It was noted that this was a sudden rise consistent with a possible fracture although fluoroscopy imaging was inconclusive. This rv lead also exhibited loss of capture (loc) and pacing inhibition. At generator change out procedure, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6-impact codes.

Event description:
It was reported that this patient was brought to the hospital after a fall due to syncope with bradycardia close to 20 beats per minute (bpm). A temporary lead was placed because the patient was dependent. Upon interrogation of the implanted pacemaker, it was found that there was a lead safety switch (lss) from the bipolar to unipolar sensing configuration due to right ventricular (rv) lead pacing impedances greater than 3000 ohms. It was noted that this was a sudden rise consistent with a possible fracture although fluoroscopy imaging was inconclusive. This rv lead also exhibited loss of capture (loc) and pacing inhibition. At generator change out procedure, this lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.